Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information alleged to device is starting to smell and some of the parts of the machine are deteriorating. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Pil was able to confirm the presence of degraded sound abatement foam in the device. The issue of degraded sound abatement foam is addressed by CAPA 7211. During the investigation technician observed unknown contamination at the air inlet and the bottom of the blower box. Black specks in the bottom enclosure dust-like inconsistent with sound abatement foam. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Unknown blue residue on bottom outside of iso port (international organization of standardization.) Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was able to confirm the complaint of smell and deteriorating.